Event description:
It was reported that the patient passed away due to respiratory failure. The death was not considered to be device or therapy related. No additional information was to be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 instructions for use (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists respiratory failure and death as adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.